Manufacturer narrative:
Correction to the initial MDR in block(s) common device name (d2a), pro code (product code) (d2b), in section d - suspect medical device, and patient codes and device codes (f10 and h6), in sections f - for use by uf/importer and h - device manufacturers only, and premarket / 510(k) (g4), in section g - all manufacturers. We are unable to provide the complete unique identifier (UDI) at the time of the submission of this report, as it was not yet available. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that pericardial effusion (pe), tissue injury, and cardiac tamponade occurred. During a left atrial appendage (laa) closure procedure, a versacross connect laac kit was selected for use. Pre-procedure transesophageal echocardiogram (tee) imaging confirmed there was no pe noted prior to the procedure. Venous access was obtained and transseptal puncture (tsp) was performed using versacross connect (vcc) along with a double curve watchman access system (was). The vcc and was was advanced into the left atrium and the vcc system removed. There was no pe noted after tsp. Left atrium (la) mean pressure was 25mmhg. A pigtail catheter was inserted and a contrast injection taken. The pigtail catheter was removed. The physician began trying to withdraw a syringe of blood from the was port in order to retrieve a sample for the activated clotting time (act) and remarked that resistance was felt as if the was had vacuumed to the wall of the heart. The imaging physician immediately noted on tee that there was a pe, as fluid began growing outside the heart causing cardiac tamponade and hypotension. The pe was growing rapidly and was already circumferential around the heart. A 27mm watchman flx pro closure device and delivery system (wds) was quickly inserted, deployed in order to help decrease the flow of the pe. The pe stopped growing, and the wds was assessed, met release criteria, and was implanted. Protamine was given. The was was withdrawn back to the right atrium. The patient's chest was prepped and a pericardiocentesis was performed where 900cc of blood was withdrawn and auto transfused back into the patient through the venous sheath. The pe was greatly reduced to a couple cc's a minute draining from a pericardial drain. The patient was stable, and the pe was almost completely drained. Tee and color flow noted there was a thrombus in the distal end of the laa behind the closure device. After consulting with a surgeon, the pericardial drain was left in place and attached to a peri vacuum device. The procedure was concluded. The patient was left intubated and was transferred to the intensive care unit (ICU). In the physician's opinion, the was caused a tear in the laa due to improper use while an act syringe was being withdrawn. The versacross dilator plastic blue shaft was disconnected from the dark grey piece that snaps into the sheath and the wire underneath was exposed. The dilator damage was present like that in the box and the staff noted it when dilator was flushed, a hence dilator was replaced. Otherwise, there were no other malfunctions, imaging issues or contributions from versacross device. Rf wire tenting was 1-2 mm and no difficulty noted with tsp. Act was unknown. The patient has been discharged. The device is not expected to be returned for analysis (disposed).

Event description:
It was reported that pericardial effusion (pe), tissue injury, and cardiac tamponade occurred. During a left atrial appendage (laa) closure procedure, a versacross connect laac kit was selected for use. Pre-procedure transesophageal echocardiogram (tee) imaging confirmed there was no pe noted prior to the procedure. Venous access was obtained and transseptal puncture (tsp) was performed using versacross connect (vcc) along with a double curve watchman access system (was). The vcc and was advanced into the left atrium and the vcc system removed. There was no pe noted after tsp. Left atrium (la) mean pressure was 25mmhg. A pigtail catheter was inserted and a contrast injection taken. The pigtail catheter was removed. The physician began trying to withdraw a syringe of blood from the was port in order to retrieve a sample for the activated clotting time (act) and remarked that resistance was felt as if the was had vacuumed to the wall of the heart. The imaging physician immediately noted on tee that there was a pe, as fluid began growing outside the heart causing cardiac tamponade and hypotension. The pe was growing rapidly and was already circumferential around the heart. A 27mm watchman flx pro closure device and delivery system (wds) was quickly inserted, deployed in order to help decrease the flow of the pe. The pe stopped growing, and the wds was assessed, met release criteria, and was implanted. Protamine was given. The was withdrawn back to the right atrium. The patient's chest was prepped and a pericardiocentesis was performed where 900cc of blood was withdrawn and auto transfused back into the patient through the venous sheath. The pe was greatly reduced to a couple cc's a minute draining from a pericardial drain. The patient was stable, and the pe was almost completely drained. Tee and color flow noted there was a thrombus in the distal end of the laa behind the closure device. After consulting with a surgeon, the pericardial drain was left in place and attached to a peri vacuum device. The procedure was concluded. The patient was left intubated and was transferred to the intensive care unit (ICU). In the physician's opinion, the was caused a tear in the laa due to improper use while an act syringe was being withdrawn. The versacross dilator plastic blue shaft was disconnected from the dark grey piece that snaps into the sheath and the wire underneath was exposed. The dilator damage was present like that in the box and the staff noted it when dilator was flushed, a hence dilator was replaced. Otherwise, there were no other malfunctions, imaging issues or contributions from versacross device. Rf wire tenting was 1-2 mm and no difficulty noted with tsp. Act was unknown. The patient has been discharged. The device is not expected to be returned for analysis (disposed).

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.